Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The audio and vibration functions of the returned reader were tested using approved software. Both audio and vibration functions worked properly. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sound/vibration issue was reported with the adc freestyle libre 2 reader. A caller reported the reader did not vibrate and as a result, the customer became hypoglycemic and experienced dizziness. The customer received unspecified treatment from the wife and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sound/vibration issue was reported with the adc freestyle libre 2 reader. A caller reported the reader did not vibrate and as a result, the customer became hypoglycemic and experienced dizziness. The customer received unspecified treatment from the wife and no further information was provided. There was no report of death or permanent impairment associated with this event.